Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a leak failure. It is unknown under which circumstances the issue was discovered or if there was an patient involvement.

Manufacturer narrative:
Corrected fields: corrected fields: d5, e2, e3, h6(component codes). A getinge service technician was able to reproduce the problem customer stated, the unit failed the leak test. Technician found the problem to be the safety disk. Tech replaced the safety disk with the customer's owned inventory and performed a successful leak test. Tech performed a full functional test and calibrations. Unit passed all test and is now ready for clinical use and was cleared for customer use.